Event description:
Per user facility report (B)(4) (received by bunnell on 07/22/2024): "after setting up a high frequency jet ventilation (hfjv) and running a passing test on it. It was placed on the baby, and once the vent started trying to pressurize itself, it would drop the pressure and the low peak inspiratory pressure (pip) alarms would sound. Tubing checked to made sure that everything was tight and respiratory reran the test on the ventilator and it passed again but when placed the vent back on the baby again it did he exact same thing. After another attempt to fix it the vent noted circuit failure and spewed water everywhere. Vent not used on this patient. Patient being bagged during the set up of the vent. Vent sent to biomed for evaluation."

Manufacturer narrative:
The user facility did not notify bunnell of this event directly. It was confirmed that no call was received on bunnell's hotline related to this event. The device was not returned for investigation. User facility report (B)(4) received from the FDA on 07/22/2024. User facility contacted. Confirmed no patient injury. No additional information, in addition to information within the user facility report was provided. No investigation of the device possible. This manufacturer report is being submitted 08/21/2024 in response to the user facility report.

Manufacturer narrative:
The user facility did not notify bunnell of this event directly. It was confirmed that no call was received on bunnell's hotline related to this event. The device was not returned for investigation. User facility report (B)(4) received from the FDA on 07/22/2024. User facility contacted. Confirmed no patient injury. No additional information, in addition to information within the user facility report was provided. No investigation of the device possible. This manufacturer report is being submitted 08/21/2024 in response to the user facility report. Follow-up report submitted to add user facility report number to section h10.

Event description:
Per user facility report (B)(4) (received by bunnell on 07/22/2024): "after setting up a high frequency jet ventilation (hfjv) and running a passing test on it. It was placed on the baby, and once the vent started trying to pressurize itself, it would drop the pressure and the low peak inspiratory pressure (pip) alarms would sound. Tubing checked to made sure that everything was tight and respiratory reran the test on the ventilator and it passed again but when placed the vent back on the baby again it did, he exact same thing. After another attempt to fix it, the vent noted circuit failure and spewed water everywhere. Vent not used on this patient. Patient being bagged during the set up of the vent. Vent sent to biomed for evaluation."